Manufacturer narrative:
Please note that the device in this report is not sold in the us but it is similar to other cordis pta catheters that are sold in the us. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a 8mm2cm155 saber percutaneous transluminal angioplasty (pta) it ruptured at 4 to 5 atmospheres during its initial inflation. Therefore, it was replaced with a same size new saber pta. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis due to infectious disease(s). The complaint saber pta was visually inspected and no issue was confirmed. It was used normally. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was mildly calcified. The rate of stenosis was unknown. The saber pta catheter was inserted and delivered to the lesion. The patient¿s information was unknown.

Manufacturer narrative:
During inflation of an 8x20mm 155cm saber percutaneous transluminal angioplasty (pta) catheter ruptured at four to five (4 ¿ 5) atmospheres (atm) during its initial inflation. Therefore, it was replaced with a same size new saber pta catheter. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis due to infectious disease(s). The complaint saber pta was visually inspected and no issue was confirmed. It was used normally. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was mildly calcified. The rate of stenosis was unknown. The saber pta catheter was inserted and delivered to the lesion. The patient¿s information was unknown. The device was not returned for analysis because the patient had an infectious disease. A device history record (DHR) review of lot 17562460 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the bursts could not be determined. Based on the limited information available for review, vessel characteristics (mildly calcified) may have contributed to the reported event as calcification and resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.